Event description:
It was reported that during a laparoscopic gastric bypass procedure the device was loaded with a white cartridge at the back table, closed and handed to the surgeon. When inserting the device into the trocar the joint was sticking in the cannula area. The surgeon stated that the joint on the articulating device is bigger than the straight device. The surgeon put the device through the trocar and the device would not open. The surgeon pulled the device back out of the trocar. The device still would not open. A competitor's device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was inserted into a test trocar without any difficulties noted and the device opened and closed as intended. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch record review was performed and no anomalies were found during the manufacturing process.